Manufacturer narrative:
To date the incident sample has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
An afx bifurcated stent graft was initially implanted to treat an abdominal aortic aneurysm. The patient underwent a secondary procedure approximately two (2) years post-op for unknown reasons. The patient presented approximately 30-days post-secondary procedure for a routine follow-up. A computerized tomography (CT) was completed noting a type ia endoleak and aneurysm growth to 10 cm from initial 7.8 cm at the time of the index procedure. The physician elected to explant the device post CT results. As of the date of this report, there have been no additional patient sequelae reported and the patient will continue to be monitored.

Manufacturer narrative:
At the completion of the complaint investigation, based on the information received, the clinical evaluation confirmed a type 1a endoleak. The most likely cause of the loss of seal was related to the short proximal neck (off label) with a conical shape and dual infrarenal/suprarenal neck angles (36 and 70 degrees respectively). There were no known procedure related issues, user related issues, or cautionary product use conditions that contributed to this event. The devices were returned and a completed evaluation did not show any damages to the device that would explain the reported event. The review of the manufacturing lot confirmed all devices met specifications prior to release. No additional investigations of this reported complaint are planned, endologix will continue to monitor this complaint and similar complaints in the event further investigation is needed.

Event description:
The patient was initially implanted with a bifurcated stent and two suprarenal aortic extensions. On (B)(6) 2017 the patient had an additional secondary procedure to repair a type 1a endoleak. The physician implanted an additional suprarenal aortic extension and an infrarenal aortic extension to seal the endoleak. On (B)(6) 2017 the patient came in for a routine follow up and computed tomography (CT) showed the patient had a type 1a endoleak and aneurysm sac growth. The physician elected to explant the devices on (B)(6) 2017. The patient is reported to be doing well post procedure.